Event description:
It was reported that pt who had been treated with a giraffe spot phototherapy light exhibited abnormal skin color. The report claimed that after 48 hours of treatment the pt skin color had changed from pink to violet. The light was reportedly positioned 50cm from the pt with no warmth detected. After three hours the color of the pt's skin appeared more normal. The phototherapy light was in perfect condition and was used on another pt with no problems reported. It was also reported that the pt had fully recovered and that after two days the violet color of the skin had disappeared completely.